Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cpu pcb battery was evaluated and replaced. The bios was also reloaded and the associated pcb assemblies were reseated into the passive backplane as part of the service event. The system was tested and found to be working as intended and returned to service.